Manufacturer narrative:
The hanger was confirmed to be broken. The liquid crystal display (lcd) failed incoming testing, and was found to be exhibiting bleed. Both output connectors were found to be broken. The keypad window was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger. The epg was returned for service. There was no patient involvement. The epg tested out-of-specification, during analysis.